Event description:
Customer reported erroneous troponin test results were obtained for two patient samples when using the access 2 immunoassay system. The erroneous test result was reported out of the laboratory for one of the two patients. The reported test results were questioned by the laboratory. The test was repeated and a corrected report was issued. There was no change to patient treatment or reports of death or serious injury associated with this event. Patient demographics were provided for one of the two patients.

Manufacturer narrative:
The customer reported that all levels of quality control (qc) were recovered within the laboratory's established ranges prior to the event. The customer reported that level 1 qc recovered outside the laboratory's established range (+ 3sd) after the event. The system was primed, a system check was performed and was passing within instrument specifications, and all levels of qc were then repeated. All levels of qc recovered within the laboratory's established ranges after these troubleshooting activities were completed. The customer reported that no error messages were posted to the analyzer's event log at the time of testing. As a part of onsite troubleshooting, the customer performed a 15 replicate precision test using qc material. The customer reported that this testing revealed acceptable precision. The customer repeated additional patient samples on the laboratory's alternate access 2 system and reproducible results were generated for each of these additional patients. The field service engineer (fse) evaluated the analyzer and found that the wash pump was aspirating micro bubbles and that there was a "large amount of play" in the wash valve rotor movement. The mating of the motor coupler with the rotor shaft was tightened to resolve the issue. The system was primed and no further bubbles were noted. Alignments were verified, the aspirate probes were cleaned, and the daily clean was performed. System verification testing (system check and qc) was within the assay/instrument/laboratory specifications following the repair. Failure mode: a hardware malfunction of one, or more, components of the wash valve assembly is the likely cause of this event as the onsite fse found that the wash pump was aspirating micro bubbles due to increased "play" during wash valve rotor movement. A malfunction of these components was allowing air into the wash pump, the improper amount of wash buffer being dispensed into the rvs, and dose over-recovery of the troponin assay.